Event description:
It was reported this was an venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a mitraclip interventional procedure. Reportedly, after suture deployment, the lever was closed; however, the foot of the proglide did not retract. The device was unable to be removed from the patient anatomy. The guide wire could not be reinserted. Surgical cut down was performed to remove the proglide device from the patient anatomy. The patient was already under general anesthesia as a mitraclip procedure was being performed. After a clinically significant delay due to the surgery to remove the proglide device from the patient anatomy, the mitraclip procedure was completed via left common femoral vein access. Due to the significant delay in the procedure, a second mitraclip was cancelled. There was no reported adverse patient sequela. No additional information was provided. An additional device was returned: there was blood on and in the device. The lever was in a closed position and the foot was deployed. The plunger, suture, and needles were in the pre-deployed position. The guide was separated from the distal end of the guide tube. A device in this condition would not have achieved hemostasis.

Manufacturer narrative:
The initial proglide device referenced in is filed under a separate medwatch report number. This report captures the additional returned device received with a separated guide and in a condition that would not have achieved hemostasis. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device issue. The device was not used in the patient. There was no patient involvement with this device and the device issue was caused by manipulation by the user. Therefore, no investigation is required.

Event description:
Subsequent to the previously filed reports, follow-up information and clarification were provided by the site. Reportedly the second proglide device was opened mid-procedure to determine a way to release the footplate of the first proglide. Hence, the device was taken apart and the reported guide separation happened due to manipulation by the user. This device was never used in the patient and was opened tableside to try to find a way to remove the footplate of the first proglide only.

Manufacturer narrative:
The device was returned for analysis. A guide separation was observed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.